Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin at home transmission with lead noise on the right ventricular lead. Patients implantable cardioverter defibrillator was turned off awaiting explant of lead. Patient condition was stable.